Event description:
Trinity washout / debridement and revision of the biolox delta ceramic head after 3 weeks and 4 days due to infection. The reporter has stated that no other information is available at the time.

Manufacturer narrative:
Per comp (B)(4) initial report - the reporter has stated that they cannot provide any further information. The relevant device manufacturing and sterilisation records will be identified and reviewed. Please note: this report is filed with the FDA due to an adverse event experienced with a device that is similar to those placed on the market in the USA, however, this event occured outside on the USA. The submission of this report does not constitute that the device, reporting entity, entity's representative or distributor caused or contributed to this event.

Manufacturer narrative:
Per (B)(4) initial report. The reporter has stated that they cannot provide any further information. The appropriate device details were provided and the relevant device manufacturing and sterilisation records have identified and reviewed. Review of these records revealed no product non-conformity or deviation from process that would have caused or contributed to the reported infection. Based on the above, no further investigation can be conducted. Infection is a known risk with any invasive surgery. Therefore, this case is now considered closed. The root cause of the infection could not be determined. Please note: this report is filed with the FDA due to an adverse event experienced with a device that is similar to those placed on the market in the USA, however, this event occured outside on the USA. The submission of this report does not constitute that the device, reporting entity, entity's representative or distributor caused or contributed to this event.

Event description:
Trinity washout / debridement and revision of the biolox delta ceramic head after 3 weeks and 4 days due to infection. The reporter has stated that no other information is available at the time.